Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue placement procedure on (B)(6) 2022. The procedure was performed under local anesthesia and fiducials were administered transperineally prior to the implant procedure. The patient reportedly seemed "fine" for the first 2 weeks following the implant procedure. During a routine visit, the patient started complaining about rectal pain and discomfort. Symptoms included pain with bowel movements, lots of pressure and bleeding. Upon review on the patient's magnetic resonance imaging (MRI), it was noted that a rectal wall injection occurred adjacent to the prostatic apex. The patient's pain was reportedly managed and was being treated, and radiation treatment was delayed. A scope procedure was done to review the state of the rectum wall, and nothing was seen. Another scope with better preparation was done on a later unspecified date, and a small erosion of the rectal wall anteriorly was found. It was noted the surgeon thought he might have seen one of the fiducials poling through the rectal wall, but it was unconfirmed. It was also reported the patient's hemoglobin (hgb) dropped from 14 to 11.8, but then the bleeding started to reduce, and he started to feel better clinically. With further review of the computerized tomography (CT) simulation, it was determined there was significant rectal wall infiltration (rwi) touching the rectal mucosa and possibly protruding through at the apex into the lumen. On sagittal view, the hydrogel appeared to bifurcate where some of it was in the right place and the rest moved posteriorly into the rectal wall and possibly into the lumen. Additional MRI images from "several weeks" later, with respect to the previous imaging, were reviewed and it appeared that all the remaining hydrogel was entirely in the rectal wall and there was no hydrogel visible in the "correct" place. The hydrogel did not appear to have reached to the lumen. The patient will be brought back one more time and examined under anesthesia to make sure the rectal wall is "ok" and there's nothing to do in terms of a displaced fiducial. The patient will be treated with moderate hypofractionation. It was noted the physician will consider surgery as well for the patient depending on how the rectum heals.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2022, was chosen as a best estimate based on implant date, (B)(6) 2022. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4).

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 10/18/022, was chosen as a best estimate based on implant date, and comment that the rectal wall infiltration was noticed "2 weeks following sov implant". Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue placement procedure on october 4, 2022. The procedure was performed under local anesthesia and fiducials were administered transperineally prior to the implant procedure. The patient reportedly seemed "fine" for the first 2 weeks following the implant procedure. During a routine visit, the patient started complaining about rectal pain and discomfort. Symptoms included pain with bowel movements, lots of pressure and bleeding. Upon review on the patient's magnetic resonance imaging (MRI), it was noted that a rectal wall injection occurred adjacent to the prostatic apex. The patient's pain was reportedly managed and was being treated, and radiation treatment was delayed. A scope procedure was done to review the state of the rectum wall, and nothing was seen. Another scope with better preparation was done on a later unspecified date, and a small erosion of the rectal wall anteriorly was found. It was noted the surgeon thought he might have seen one of the fiducials poling through the rectal wall, but it was unconfirmed. It was also reported the patient's hemoglobin (hgb) dropped from 14 to 11.8, but then the bleeding started to reduce, and he started to feel better clinically. With further review of the computerized tomography (CT) simulation, it was determined there was significant rectal wall infiltration (rwi) touching the rectal mucosa and possibly protruding through at the apex into the lumen. On sagittal view, the hydrogel appeared to bifurcate where some of it was in the right place and the rest moved posteriorly into the rectal wall and possibly into the lumen. Additional MRI images from "several weeks" later, with respect to the previous imaging, were reviewed and it appeared that all the remaining hydrogel was entirely in the rectal wall and there was no hydrogel visible in the "correct" place. The hydrogel did not appear to have reached to the lumen. The patient will be brought back one more time and examined under anesthesia to make sure the rectal wall is "ok" and there's nothing to do in terms of a displaced fiducial. The patient will be treated with moderate hypofractionation. It was noted the physician will consider surgery as well for the patient depending on how the rectum heals.